Event description:
It was reported that the patient had syncope. It was also reported that the implantable pulse generator (ipg) was exhibiting pacing problems and loss of capture and the right ventricular (rv) lead exhibited high output. The ipg was explanted and replaced. The right ventricular (rv) lead was attempted to be replaced but was unable due to occlusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5054-58 lead; implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.